Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three shocks and rounds of anti-tachycardia pacing (atp) for what appeared to be atrial tachycardia with rapid ventricular response (rvr). The patient experienced palpitations. Technical services (ts) was contacted and reviewed the information. This ICD was subsequently explanted for normal battery depletion after approximately 15 years implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.